Manufacturer narrative:
The instrument was returned and evaluated. Engineering found various scratch marks that showed light material removal on the main tube at the distal end. The scratches were short in length and not axially aligned with the tube. Engineering concluded that the damage to the main tube was likely due to mishandling. Per the customer reported complaint engineering evaluation found that the one grip was bent, causing side to side misalignment of grips. There was a .161 offset at the tips, indicating overloading at the tip. The electrical continuity testing passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si hysterectomy procedure when the physician's assistant was placing the instruments in the robotic arms, the fenestrated bipolar forceps instrument was noted to be bent. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.